Manufacturer narrative:
The philips response center provided information to the customer for a replacement display.

Event description:
The customer reported the device display was damaged and unreadable to the user. There was no patient involvement.